Manufacturer narrative:
Additional information provided in b.5., d.10., g.1., g.2., h.3., h.6., and h.10. The lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. Haptic and optic damage was observed. All product and batch history records are quality reviewed prior to product release. Associated products were not indicated. It is unknown if qualified products were used. The product investigation could not identify a root cause for the damage. The observed lens damage is typical in appearance to handling related damage. The presence of solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reported by the customer states the device was found as reported upon opening.

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), was "out of it's normal shape and seems dry". Per the reporter, there was no patient contact, the procedure was completed the same day, and the product is available for return. Additional information was requested.